Event description:
Physio-control lp500 was applied to a male patient in cardiac arrest. AED advised "no shock." ER staff thought there were burn marks on the patient's chest from defibrillation. It was not burn marks, but a local reaction to the kendall defibrillator pads.